Event description:
The seat on the rollite rollator is allegedly cracked. Consumer has had this rollator since (B)(6) 2007. No injury alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model 65100 serial number/date code unknown, is approximately unknown age. The user manual part number 1150739 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.